Event description:
Patient was at diabetes camp and obtained a cs alarm. Patient reports she was not performing any function on pump at time of alarm. During call, the customer service agent advised patient to reboot pump however, she could not clear alarm. After being disconnected from skin site, patient got to verify screen and confirmed date/time and battery type, but then received a replace battery alarm. Patient tried a new battery and again when she got to verify screen, all the buttons froze and she was unable to go to the next screen since all the buttons were unresponsive. The patient denied any pump trauma and denied any cracks/tears in keypad.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was detached but the keypad was intact. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the buttons respond appropriately and have normal spring back or click. The reported complaint of buttons unresponsive could not be duplicated. There was evidence of keypad contamination found under the bolus button contact and a bolus button leak was found during leak testing. There was moisture found in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.